Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the pt) alleging that the pump was possibly not delivering insulin. The pt indicated that for the previous 3 days, he had been having elevated blood glucose levels. He stated that his bg's had not been below 200 mg/dl and had been as high as "612 mg/dl." The reporter indicated that they had changed the sites but did not observe any improvement. The reporter did not have the pump on hand during the contact with the animas rep for troubleshooting. Multiple attempts have been made unsuccessfully to contact the reporter for f/u info. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed an elevated blood glucose level that meets animas' criteria for a serious injury as a result of the pump not delivering insulin.